Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to a stored ventricular system that contained atrial fibrillation (af) and possible ventricular tachycardia ventricular fibrillation (vt/vf) or electromagnetic interference (emi) noise. The health care professional (hcp) was unaware of any procedure at that time or associated patient symptoms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.